Event description:
On (B) (6) 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses with no complications. On (B) (6) 2010, the trunk was extended proximally with an aortic extender, resolving the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.